Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted at the abdomen on (B)(6) 2016. The patient described the reaction as redness of the skin around the edges of the sensor adhesive, on the upper right abdomen. Patient treats the affected area with fluocinonide 0.05%, prescribed by the patient's dermatologist on (B)(6) 2016, to treat redness of the skin. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).